Manufacturer narrative:
Damaged device pictures and post op x-rays were sent back for evaluation. Based on visual inspection of pictures provided, construct method allowed loading that exceeded rod fatigue strength. Rod is intended for temporary fixation and indicated for segmental fixation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient complained of pain and numbness 6 months post op. It was discovered on x-ray that both left and right side rods were broken. Revision surgery was taken place to replace the broken rods.